Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that lead was explanted due to low hv impedance. X-ray revealed externalized conductors.